Event description:
Litigation alleges that patient has experienced pain, and excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Plaintiffs¿ counsel advised on (B)(6) 2014 that the following plaintiffs did not receive an asr implant. Plaintiffs¿ counsel plans to dismiss the cases. Once the dismissals are filed, we will forward them to your attention.